Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Functional testing found that the jaw of the reload was not fully open but the reload was successfully loaded onto the representative handle. The clamping mechanism was deformed. The jaw of the reload opened fully by lightly pushing up the distal end of the cartridge with fingers. Jaw functionality test repeatedly noted the jaw was not fully open. It was reported that the instrument jaws will not open. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sig60ctamt, tri 2.0 sig60ctamt 60 CT med thk 12mm, (lot #: n3e0512y). Sigphandle, sig power sigphandle handle, (sn: unknown). Sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: unknown). Sigpshell, sig power sigpshell control shell, (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot assisted thoracoscopic lobectomy procedure, the jaw of the reload could not be opened inside the abdominal cavity. Another reload was used, but the same issue occurred. To resolve the issue, the jaws were opened with forceps. There was no patient injury.